Event description:
A customer obtained reproducible elevated troponin (accu tni) results for one patient's sample.repeat results on two alternate methods resulted in the risk stratification and the normal reference ranges.no reports of death, injury, or change to patient treatment have been reported in connection with this event.

Manufacturer narrative:
The specimen was collected in a lithium heparin pst tube and centrifuged at 3,000 rpm for 10 minutes.qc and system check have been within specifications.a field service engineer (fse) was dispatched: a) the fse replaced an exhaust fan that was not related to this event. B) the fse inspected the precision pump and valve, with no issues noted. C) the fse performed a diagnostic test which met specifications. No hardware issues were noted.no clear root cause could be determined for this event. A malfunction will be assumed for the purpose of this report.